Event description:
It was reported to the company by a healthcare professional that a patient underwent an abdominoplasty surgery using tissuglu surgical adhesive in conjunction with standard of care on (B)(6) 2016. On (B)(6) 2017, the doctor informed cohera that he performed a revision surgery because he observed extrusion of tissuglu® through the incision line. The reported extrusion of tissuglu® surgical adhesive fragments is consistent with known potential complications associated with abdominoplasty surgeries and is described as a precaution in the tissuglu surgical adhesive directions for use (dfu-100-0001): "consideration should be taken in the use of tissuglu®, as there is a possibility that cured tissuglu® may be extruded similar to suture extrusion." It is not anticipated that the existence or expulsion of tissuglu® will present any adverse reaction, infection, or other health consequence associated with the expulsion of the tissuglu® fragments.